Event description:
It was reported that the table on the 2600 sys displayed a "filmer stuck" error. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on info provided the following component has been requested. Collimator driver pcb. It is believed that once the identified component is replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow up report will be submitted as required.